Event description:
It was reported to philips that the wireless footswitch did not connect to the systemthe device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the wired footswitch. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. The system was rebooted, but the wifi connection kept failing. A philips field service engineer (fse) inspected the system on-site and identified the wireless foot switch (wfs) could not be switched off and was unable to establish connection. To resolve the issue, the wfs was replaced. The system was returned to use in good working order and ready for clinical use. The wfs was returned to philips for further analysis. Functional testing was performed, and no failures were identified. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), before using the system, it should be checked that the wireless foot switch functions with the system and alternatively, a wired foot switch should be used. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.